Event description:
The complainant reported that their aic showed that the optical sensor was not supported during case start. Roughly two days later, an impella in aorta alarm was triggered with pulsatile motor current and a pulsatile placement signal. Positioning was verified and patient support continued with the utilized devices. There was no patient harm.

Manufacturer narrative:
Analysis: the complaint was confirmed through log analysis. On (B)(6), before the complaint date, the imc logs show cp pump (B)(6) was connected, the system recognized an optical system sensor error, the pump was reconnected and was able to start up without error. The rt logs show at first there is a 0 log during the initial plug in before the rt log for the pump number began with -3276.8 optical sensor and 3000 mmhg placement signal with near zero snr. After the pump is reconnected as instructed by the console, the 5s are as expected. The same circumstances happen on the complaint date, (B)(6), when the first plug in with the rt log split over two logs, then after the console prompts for pump reconnection, the 5s was fine. Fsr before and after show good 5s performance and do not indicate any repeat malfunction of the console. Root cause: the optical signal issue was most likely caused by an air gap due to the -(B)(6) mmhg optical sensor and near zero snr but with optical signal performing as expected later in the cases. The cause of the repeat air gaps could not be determined since console was not returned.